Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did well after surgery and was discharged home (B)(6) 2107 per the ¿pain fellow¿ and the attending physician. No further patient complications were reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 350 mcg/ml baclofen at 193 mcg/day and 3.5 mg/ml morphine at 1.93 mg/day via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported that the patient started to not feel well last (B)(6) [(B)(6) 2017] and then on (B)(6) felt "a bit" better. Then on (B)(6) the patient started to not feel well again and then felt a bit better on (B)(6). It was noted the patient was not in the emergency room. According to the pump logs, the pump had been stalled and recovered multiple times and the patient's symptoms aligned with the motor stall times. The most recent motor stall was noted to be (B)(6) 2017 at 20:52 and had not recovered since. No emi or magnetic sources were present. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-25 from an hcp via a manufacturer representative reported interrogation of the logs determined multiple prolonged motor stalls. There were no environmental/external/patient factors that might have led or contributed to the issue. The pump was interrogated at an outside facility and found by looking at logs to have had multiple motor stalls with delayed recovery over past 5-6 days. The patient was taken to the operating room and had the pump replaced on (B)(6) 2017. The patient¿s status at the time of the report was alive - with injury as the patient was in the hospital since thursday ((B)(6) 2017) last week after pump failure loss of effect and baclofen withdrawal. The issue was resolved at the time of the report. The patient had compounded drug (compounded baclofen with an unknown brand of morphine) in the pump. In the operating room, the pump was filled with gablofen [500 mcg/ml] and set to 193 mcg/day. Morphine was being supplemented oral or intravenous. No further patient complications were reported.